Event description:
It was reported, that the patient was scheduled for generator change for elective replacement indicator (eri). And possible right ventricular (rv) lead revision. All electrical measurements were stable. When the patient was brought to the operating room and under fluoroscopy. The rv lead showed, initial signs of externalized conductors. The rv lead was capped and replaced. The procedure was successful with no adverse health consequences to the patient.